Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that only the right side of patient¿s spinal cord stimulation (scs) therapy was effective. It was reported that ¿this side¿ is somewhat effective in managing patient¿s pain but the patient had to increase stimulation up to 2.50 ¿before it does any good.¿ it was noted that the left side does not appear to be working because the patient had to increase up to 5.0 before the patient felt stimulation sensation, but when the patient increased this high it was not comfortable. It was reported that the loss of therapeutic effect started around the last week in (B)(6) 2013. It was noted that the patient had acute pain. It was reported that the patient had low back pain. It was noted that ¿it¿s sore to the touch¿ for the last 2 or 3 weeks. It was reported that ¿the little square thing that¿s on the left of the spinal canal where they put that wire up into the spinal canal, it feels like a bee sting in me every once in a while, and sometimes it just don¿t want to go away ¿laying on my back or sitting in the chair¿ it gets right uncomfortable.¿ it was noted that patient cannot see the implantable neurostimulator (ins) pocket, so was not sure where the source of the discomfort was. It was reported that this had been happening for 3 or 4 weeks prior. It was noted that the patient had been using an ice pack for low back pain and is not sure if that may have irritated it. It was reported that the patient sometimes felt the ¿bee sting¿ sensation even when the stimulation is turned off. It was noted that the patient had difficulty walking. It was reported that ¿a couple morning I couldn¿t even get to the bed from the living room which is about 25-30 steps without a walker.¿ it was noted that the patient had not had any falls or trauma since scs implant other than stubbing toe once, but did not fall. It was reported that the patient had shoulder operated on prior to the scs implant and recently got an injection in left shoulder. It was reported that when the patient walks to daughters house/around the park (1 block) the patient does ok, then the next day the patient¿s feet felt like lead balls and can hardly pick them up.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).